Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure the initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Describe medical/surgical intervention for exposure including dates. If reoperation: please provide the date what were the findings on reoperation? Was the exposed mesh was excised. Are there any pictures available for evaluation? Other relevant patient history/concomitant medications. Product code and lot #. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient current status?

Event description:
It was reported that the patient underwent gynecological procedure on an unknown date and mesh was implanted. Following the procedure, the patient experienced vaginal mesh erosion. The patient underwent excision of sub-urethral portion of mesh. Additional information has been requested.